Event description:
A caller reported receiving a minimum fill notification while attempting to load a new insulin cartridge with 100 units, with 69.8 units of usable insulin in the cartridge. There was no adverse impact to the customer's blood glucose level. The caller planned to follow up for continued troubleshooting after obtaining more insulin from the pharmacy, and cts acknowledged this. Although cts attempted follow-up through callbacks and planned to send a follow-up email, they were unable to reach the customer for additional troubleshooting.